Event description:
A tandem mobi cartridge alarm was reported by the caller, leading to blood glucose levels exceeding 500 mg/dl, although the specific value was not known and displayed as "high." The customer managed the situation by changing the infusion set, cartridge, and administering a correction bolus via the pump as well as a correction injection manually. The customer reverted to manual injections for insulin therapy.